Event description:
It was reported that during an laparoscopic low anterior resection procedure, the device was used to staple the inferior mesenteric artery and this was done successfully. The surgeon then tried to flex the device and it was possible to do it uneven. Turning right it was 45 degrees, but turning left it was less than 20 degrees. The surgeon tried to cut and staple the rectal bowel low in the pelvis, but it only cut and did not staple. The procedure was converted to open to access the rectal bowel and complete the case. The device was retained by legal. The pt is in stable condition.

Manufacturer narrative:
Date sent: 10/2/08. Info anticipated, but unavailable at this time.